Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to fluid loss. The device would not work, and the balloon was empty. A new aus was placed, and no patient complications were reported.